Manufacturer narrative:
Concomitant product: 6947-58 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the patient came to the emergency room. There was noise, short interval counts, and a suspected fracture on the right ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.